Manufacturer narrative:
No product was returned for evaluation. The pump was disposed of at the user facility. A direct correlation between the device, and the reported elevated lactate dehydrogenase and suspected pump thrombosis could not be conclusively be established through this evaluation. Evaluation of a submitted system controller log file dated from (B)(6) 2017 through (B)(6) 2017 showed no atypical alarms and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 82 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had a lactate dehydrogenase (ldh) of 2358 u/l and total bilirubin of 2.2 mg/dl. The patient was admitted to the intensive care unit. System controller history interrogation was unremarkable, inr was 2.6, and the patient¿s urine was clear. Past ldh levels had been in the 500s u/l. On (B)(6) 2017, a ramp echocardiogram (echo) revealed that the left ventricle (lv) was enlarged, septum was midline, and aortic valve (av) opened with every cardiac cycle, despite increased lvad speeds. Pump thrombosis was suspected. A CT scan on an unspecified date was compared to a chest/abdomen CT scan obtained on (B)(6) 2017. The CT scan showed contrast opacification of the inflow conduit and outflow graft, without significant thrombus. It was reported that both looked patent. The subcutaneous course of the driveline was incompletely visualized and without focal fluid collection. About the level of the driveline entry into the thorax there was hazy soft tissue fat stranding consistent with superficial swelling and inflammation. In comparison to the immediate prior scan dated (B)(6) 2017 revealed there was no interval change in this finding. On (B)(6) 2017, the patient underwent a pump exchange. On (B)(6) 2017, it was reported that the patient was currently in the ICU, and required a muscle flap for adequate healing of post-exchange wounds.